Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced bluetooth connectivity issues where a dexcom g7 continuous glucose monitor (cgm) sensor failed to pair with the ilet, and support guided the user to toggle sensor settings and restart the ilet before allowing time for pairing. No adverse clinical symptoms reported and no device alerts or alarms. Outcomes included no change in blood glucose management and no medical intervention. User support included a review of alert history and performance troubleshooting with pairing procedures and device restart. Investigation of this case revealed a communication and pairing issue between the cgm and the ilet without evidence of device malfunction or alert activation. It was concluded, based on previously established findings for similar reports, that the cause was a transient bluetooth communication issue resolved through standard troubleshooting.